Event description:
According to the reporter, during a thoracoscopic pulmonary resection, the pulmonary blood vessel on the first reload performed firing and tried to open the jaw, but it was difficult to open. In the second reload, it was intended to clamp the blood vessel in the middle of the jaw and perform firing, but the knife did not advance or the blood vessel was not cut. A new handle and another reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaushort - egiaushort endogia ultra univ sht stap, lot# p3g0344 sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.